Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-u - corrected brand name: base unit servo-u base unit d4 ¿ version or model #: - previous version or model #: servo-u - corrected version or model #: 6694800. Our field service engineer investigated the unit on-site and confirmed the issue. During troubleshooting, both the pressure transducer printed circuit boards (pcbs) were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the failed internal leakage test but also indicate that the pressure transducer test during puc failed. Both the pressure transducer pcbs were returned for further investigation. During simulated use testing of the pressure transducer pcb with serial number (B)(6), no faults could be reproduced or found in the returned part. During simulated use testing of the other pressure transducer pcb with serial number (B)(6), puc was performed, and it failed both the internal leakage test and the pressure transducer test. During ventilation, the device started to alarm for low positive end-expiratory pressure (peep). The zero-pressure voltage was measured on the pressure transducer pcb ((B)(6)), and it exhibited a significant offset drift. When measuring the wheatstone bridge, no imbalance was noticed in the measured resistances. Additionally, a microscopic investigation was performed on the part, where no significant dirt, debris, or particles were found inside the pressure sensor's cavity that could impact the pressure sensor's measurements. To determine whether the issue originated from the electronics on the pcb or the pressure sensor itself, the pressure sensor on the pressure transducer pcb that exhibited the reported issue ((B)(6)) was replaced with an alternative one. Following this replacement, the device successfully passed multiple pucs and performed ventilation for 24 hours. Our investigation has concluded that the device failed to meet its specifications. Upon examining the pressure transducer pcb with serial number (B)(6), no faults were detected, indicating that there were no issues with that part. In contrast, the pressure transducer pcb with serial number (B)(6) consistently reproduced the reported issue. Therefore, it can be concluded that the reported problem is due to a defective pressure sensor on that pressure transducer pcb. The precise cause of the pressure sensor's failure remains undetermined. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref: (B)(4).